Event description:
Reporter alleged obtaining the results of 131 mg/dl, 188 mg/dl, 210 mg/dl, 223 mg/dl, and 246 mg/dl back to back within 10 minutes of the undosed 42 mg/dl result on the same compact plus system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.